Event description:
It was reported that a pt, after undergoing a t12-l1 vcr, failed a wake-up test following closure of the vertebrectomy defect. Function returned following reopening of the defect, placement of an anterior cage, and recompressing posteriorly. The pt awoke with bilateral numbness in his lower extremities that subsided after 1 month, and a unilateral foot drop that returned to its preoperative 4/5 strength by 2 weeks post-op.

Manufacturer narrative:
A review of the device history records for this device was not possible without additional product info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.